Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-448a-(B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits severe devitrification at the output window; the output area appears depressed; the metal cap exhibits severe charred detritus buildup; the glass cap is protruding from the metal cap. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure "fiber defective" was noted at 23:30 minutes of usage. The fiber was exchanged and the second fiber exhibited the same issue at 230,475 joules and 24:07 minutes of use. The procedure was completed by an alternate procedure "turp". Patient outcome: no injury to the patient was reported. This report is for the second fiber.